Manufacturer narrative:
Based on the information provided, at this time no conclusion can be made. The degree to which the mesh implant may be causing or contributing to the patient's alleged post implant experience is unknown. A lot number was not provided, therefore a review of the manufacturing records is not possible. If additional information is obtained, a supplemental MDR will be submitted. This MDR represents the bard perfix plug (mesh #2) implanted on (B)(6) 2010. A separate MDR was sent to document the bard perfix plug (mesh #1) implanted on (B)(6) 2009 the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following allegation was reported to davol by the patient: the patient has alleged that on (B)(6) 2009 he was implanted with a bard perfix plug (mesh #1) for right inguinal hernia repair. The patient alleges that postoperatively he experienced right inguinal pain. One year later, on (B)(6) 2010, the patient underwent repair of a left inguinal hernia and was implanted with a bard perfix plug (mesh #2). In (B)(6) 2014 the patient experienced a "ripping" feeling in his right groin and was hospitalized. Diagnostic tests were performed indicating the patient had non specific inflammation in this area as well as in his intestines. The patient alleges he is experiencing severe pain in both his right and left groin which causes sharp pain down his legs. The patients claims he has testicle retraction and that his pain has become debilitating and he is unable to perform his previous activities and is unable to work. The patient alleges to have seen multiple surgeons that recommend both of the perfix plug mesh be removed. The patient reports that he is currently seeing a doctor who is trying to rule out any other conditions that may cause the inflammation and pain. He reports taking muscle relaxes and naproxen on a daily basis.